Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se resetad the graphic user interface (gui) cable and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient the screen on a 980 ventilator froze and the user was unable to unfreeze the screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.